Event description:
Patient having surgery for left reverse total shoulder replacement. While surgeon implanting baseplate, one screw broke during the fastening process. Baseplate secured with remaining screw and other screws.